Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube & cylinder, and the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the a/w-cylinder, a/w-channel, and c-cover (between ob-lens and c-cover, but the type of the material or root cause cannot be identified. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.